Event description:
It was reported that a connecting bolt driver broke in the outrigger during use. It was further reported that a 2nd driver was used and also broke. This event resulted in having to remove the nail and to use a different nail system.